Event description:
It was reported that the device would be working as expected and then all of a sudden will drop out. Customer reported that the pleth wave form then goes blank, red light on sensor remains on and will be blinking but no reading will be displayed. Customer also reported that there were error messages and/or audible alarm notifying the user of a malfunction. There were no consequences or impact to the patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.